Event description:
It was reported that damage to the pump housing caused difficulty charging the pump. The customer's blood glucose level was not impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.